Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had leakage. The following information was provided by the initial reporter: the extension set is pressurized and when the syringe is detached, the blood in the tubing can be pressurized and shoot out of the tube, exposing staffs to bloodborne pathogens.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mp5303-c lot number 25013009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.